Manufacturer narrative:
The customer did not return any product. Since no product was returned, the investigation could not be completed. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The result from the meter at 7:23 a.m. Was 566 mg/dl. The result from the laboratory from a sample drawn at 7:33 a.m. Was 258 mg/dl. The patient was treated with 10 units of an unspecified type of insulin based on the meter result. There was no allegation that an adverse event occurred due to the treatment. Qc was performed on the meter within 24 hours of the event and the results were acceptable. The test strips were requested for investigation.